Manufacturer narrative:
Catheter model 8709 (B)(4) implanted: (B)(6) 2003 explanted: unk.

Event description:
It was reported that the patient experienced increased pain and went to the emergency room (ER). The patient believed something was wrong with their pump. The event logs were confirmed as normal. The pump was programmed to s.c. Mode at 5.523mg/day of a bupivacaine/dilaudid mixture. The ER doctor was going to confer with the patient's managing doctor as he was not familiar with the management of the pump. It was later reported that the patient experienced severe pain in their lower back and both legs. Results of an MRI performed on (B)(6) 2011 were worsening stenosis/no granuloma. On (B)(6) 2011 an x-ray was wnl. Indium study done on (B)(6) 2011 results were isotope did not leave pump. On (B)(6) 2011 catheter dye study results were csf could not be aspirated from cap. On (B)(6) 2011 pump rotor study results were normal. The cause of the event was a catheter occlusion at the pump/catheter connection. A revision was scheduled. The drugs in the pump were bupivacaine and dilaudid.

Event description:
Additional review determined this event had also been previously reported in MFR report # 3007566237-2012-00189. It was reported that the catheter connector was replaced ''due to it being blocked or disconnected.'' A follow-up report will be sent if additional information becomes available. Any additional information received will be reported in MFR report # 3004209178-2012-00424. Additional information: additional information received reported that the catheter connection revision occurred on (B)(6) 2012.

Manufacturer narrative:
Product ID, 8709 serial# (B)(6), implanted: 2003 (B)(6), product type catheter product ID, 8578 serial# (B)(4), product type accessory. (B)(4).